Event description:
Gynecologist dr (B) (6) recommended essure for permanent birth control. I was advised to have the devices inserted while under general anesthesia in the hospital - (B) (6). Procedure was done on (B) (6) 2009. I experienced significant pain and bleeding for many weeks after the procedure was completed. Hsg was performed three months later and one essure was shown to be in the wrong place and it failed the hsg test. Dye flowed freely to one ovary. The day after the hsg, I passed a thumb-sized hunk of bloody tissue out of my vagina into the bathtub while I was taking a shower. I thought I'd had a miscarriage! I called my gynecologist for a follow-up appointment. Then she recommended a traditional tubal. I've had several previous abdominal surgeries and was worried about having another surgery. Dr (B) (6) said she'd use a hysteroscope to check the essure, and possibly insert another. If she deemed the replacement essure to be a bad idea, she would do a traditional tubal. Second essure procedure was done on (B) (6) 2009. This time there was almost no pain and no bleeding afterwards. Hsg was done today, (B) (6) 2010 and showed three essures...one in my right fallopian tube doing its job correctly, and two that were not. The left fallopian tube was totally clear and dye flowed freely to the ovary. The two essures were definitely displaced, not in the tube at all. The radiologist showed me the hsg results and said, it looked like one essure device was inside the uterus and the other was probably outside the uterus and definitely not in the fallopian tube. It is my understanding that having an essure device randomly located inside my abdominal cavity is dangerous. I am scared and frustrated, scared about what might happen next - hysterectomy or abdominal surgery? And frustrated because I've already spent over (B) (6) out of pocket for these procedures. Dose or amount: one-time procedure. Frequency: one time. Route: #1 & #2: intracervical. Diagnosis or reason for use: permanent sterilization. Event reappeared after reintroduction? Yes.